Event description:
It was reported that an ilet device exhibited intermittent unresponsiveness of the wake/sleep button, requiring multiple presses to wake the screen; guidance to place the finger within the button slot restored function during the call. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse physiological effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview, real-time troubleshooting, and user education to optimize button activation technique and request for video documentation if recurrence occurs. Investigation of this case revealed an intermittent user-interface activation issue localized to the wake/sleep button without impact to therapy delivery or alarms, with normal function achievable through proper finger placement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with use-related interaction of the wake/sleep button.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.